Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided, therefore, xx was used as a place holder. This MDR captures: " this happened earlier in the day as well (unsure of which IV catheter it was)".

Event description:
It was reported that bd unknown pivc needle did not retract. The following information was provided by the initial reporter: details provided by event author: ¿ staff member was attempting to place piv but had to remove it due to vein rolling. At this time, we learned that the needle would not retract when we pushed the white button. The specific needle was the insyte autoguard, 24 gauge x 0.75 inches. It was noted that this happened earlier in the day as well (unsure of which IV catheter it was).¿

Manufacturer narrative:
Investigation results: as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined.

Event description:
No additional information